Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient died after the surgeon impacted the cup too strongly and the cup broke through the acetabulum, causing excessive bleeding.

Manufacturer narrative:
(B)(6). Device was not returned for analysis, as it was seized by law enforcement after the event. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was undetermined as the information necessary to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.